Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not detected on the bus. Work order was cancelled by field service engineer. No resolution was provided by the field service engineer or customer regarding the reported issue. No additional information is available.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on the bus. Customer was experiencing this issue daily. The device showed up as a failed drawer and while trying to recover the pocket/drawer it required maintenance. The users were not able to access the pyxis at all and causing a delay in patient care. Customer would reboot the device and that sometimes fixes the issues, but during this process it would take a while for the device to come back up. The users did not have the ability to reboot the pyxis so pharmacy would have to go up to the floors/units to reboot. When this process did not work, they would have to power down and unplug the pyxis for several minutes. This had to be done several times and sometimes still does not fix the issue. There were no adverse events or injuries reported based on this incident.